Event description:
The customer reportedly received the following results on the accu-chek advantage system within a 10 minute timeframe: 108mg/dl, 241mg/dl, 297mg/dl, 314mg/dl and 303mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.